Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The device history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that following a glaucoma filtration device (gfd) implant procedure, gfd exposure has occurred. Additional information was provided by the surgeon, who reported that the initial procedure was a cataract and gfd implant procedure. The postoperative intraocular pressure was relatively good. During the follow up period approximately one and a half years later, the gfd was confirmed to be exposed from the conjunctiva. During the observation, a needling was performed one time. The gfd was removed. Treatment is continuing with eye drop application. Additional information has been requested.